Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was high between 240 mg/dl to 360 mg/dl, 380 mg/dl. Customer stated they had low blood glucose level of 45 mg/dl. Customer's current blood glucose was 129 mg/dl. Customer stated they had high blood glucose couple of hours later they had low blood glucose. Troubleshooting was declined for high and low blood glucose level. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.